Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient had a new surgical lead and ins placed on the day of the report. The rep reported that they were just informed by the neurosurgeon involved in the case, that the neurosurgeon was going back in to remove the surgical lead because the patient had a blood clot in their leg. The rep didn¿t know if the blood clot was pre-existing to the procedure or not. The hcp wanted to know MRI status if they leave the ins implanted and just removed the lead. No further complications were reported.